Event description:
Broken leads. On (B)(6) 2026, patient called ts about esu letter (ts-2882958), but patient stated they got a system replacement to medtronic on (B)(6) 2023 because their leads were broken. Tse emailed pdt to update this information.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.